Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was thrombus and the patient experienced a stroke. A left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. The physician performed the transseptal puncture and positioned the was in the laa of the patient. During the exchange/removal of the was dilator and of the versacross pigtail wire there was thrombus that was noted. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. Post procedure the patient experienced a cerebral vascular accident and has now been transferred to rehabilitation. The device is not expected to be returned for analysis. It was further confirmed that there were clots attached to the versacross connect wire and dilator visible on removal of the system but the stroke was detected post procedure. Heparin was administered after transseptal puncture. Activated clotting time (act) was 201. The physician does not believe the equipment caused patient complication and indicated that more heparin was needed to manage.